Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a complete se self-expanding vascular stent system to treat a serious plaque lesion situated in the proximal superficial femoral artery, which exhibited no tortuosity, 70% stenosis and no calcification. No stent was implanted previously. Embolic protection was not used. There was no damage noted to the device packaging and no issues when removing the device from the hoop. The device was prepped as per the IFU, with no issues identified. There was no resistance encountered during delivery of the device to the lesion and when advancing. The device did not pass through a previously deployed stent. No resistance was felt while attempting to advance the device. The thumbscrew/lock pin was checked for securement prior to the procedure. The lesion was pre-dilated, with a 6x80mm device. The stent was unable to be deployed. No force was used to remove the device. The stent was not released and the stent did not pre deploy during deployment attempts, so no stent was inserted. There were no patient injuries reported.

Manufacturer narrative:
Evaluation summary: protective sheath was returned loaded on device. Stent was fully deployed, without issue. Once stent was deployed, it was evident that bulging at the distal end. Visual inspection confirmed the red safety clip was present on the returned device. Analysis indicated a break was evident at the handle portion of the device. Break was evident 19.7cm distal to the proximal end. No resistance was noted when advancing a 0.035 inch guidewire along the inner lumen. If information is provided in the future, a supplemental report will be issued.